Event description:
Customer's mother reported the customer was hospitalized for high blood glucose levels. It was also reported that the customer changed the infusion set and gave a manual injection, prior to hospitalization, to treat the high blood glucose levels. Troubleshooting was performed. All programming was correct and the insulin pump passed the prime test. Customer did not have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.